Event description:
It was reported to boston scientific corporation that four days after placement of a corflo cubby low profile gastrotomy device, the pointed tip of the angle adapter broke and a straight adapter was used. There were no patient complications reported as a result of this event. The patient's condition at this conclusion of the procedure, was reported to be "good".

Manufacturer narrative:
Visual examination of the returned device found that the tab has been sheared off on the right angle connector. Although the cause of the reported malfunction is undetermined, it is likely attributable to operational context.